Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40-89 mg/dl. Low bg cause was not known. Customer consumed carbohydrates, juice and turned off their pump to address bg. Reportedly, the pump was replaced to resolve the issue and the customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.